Event description:
It is reported that the liners would not seat into trilogy shell. The surgeon then removed the shell out of the pt. Surgery was delayed 20 mins.

Manufacturer narrative:
(B) (4). Evaluation summary: the received devices were reviewed. In their returned condition it was observed that the trilogy cluster-holed shell fiber metal is smeared/indented in four locations surrounding the locking ring window, had third body particles in isolated regions around the rim, had scratches on edge surface near the locking ring window, had scratches on the inner surface of the shell, had indentations from rim adaptors from shell inserter, had marks on inner chamfer edge across from lock ring window, chamfered inner edge damage located where the locking ring is bent inward closest to the locking ring window, locking ring was bent radially near the tab window with the wire slanted inwards as well as "twisted" approx half-way around the circumference, locking ring was not free to move, and the locking ring had one tab that was bent upward. It is unk if the liner was attempted to be inserted as per the surgical technique. As the surgical notes are unavailable, it is most likely, the locking ring was misaligned and when the poly liners were attempted to be inserted, the locking ring may have deformed. This may have caused the locking ring to not mate properly with the poly liners. However, the exact cause of the current situation can not be conclusively determined. Device history records indicate all components were manufactured and inspected to print specification.